Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and the cause of the early battery depletion in this device was identified as high current leakage in the c46 capacitor. The early battery depletion was due to a high current drain condition in the hybrid. Analysis of the hybrid confirmed high current leakage in the c46 capacitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device reached recommended replacement time (rrt) earlier than expected. The device was explanted and replaced. It was also reported that the attorney alleges the patient "without warning, experienced inappropriate shocks" from the right ventricular lead. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached recommended replacement time (rrt) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.